Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation sternalock blu system plate, 8 hole x catalog #: 73-2632 lot #: ni, biomet microfixation sternalock blu system screws catalog #: ni lot #: ni. Therapy date: (B)(6) 2018. It was reported a quantity of 16 screws were explanted, however the product information is unknown. If this information becomes available a medwatch will be submitted. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the devices were discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00051.

Event description:
It was reported a revision of the sternalock implants was performed due to infection. The patient spent time in rehab facility after the original surgery and had dialysis for renal failure after original surgery. A medical professional stated the plates were not the cause of infection. No additional patient consequences were reported.

Manufacturer narrative:
A revision was reported in which these implants were removed; therefore, the complaint is considered confirmed. Visual inspection and functional testing could not be performed due to the products not being returned. The sales representative stated the surgeon did not request to file a complaint. He also stated "I was told by a medical professional plates were not the cause of infection." He also provided several conditions that the patient had, including: patient spent time in rehab facility after the original surgery, patient had dialysis for renal failure after original surgery, patient had history of breast cancer, patient had breast implants, patient also had strep infection. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The instruction for use (IFU) for this product has a section under the listed possible adverse effects that has the following information: "apart from these adverse effects there are always possible complications of any surgical procedure such as, but not limited to, infection, nerve damage, and pain which may not be related to the implant." Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00051-1.